Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead alert for elevated sensing integrity counter (sic), oversensing and high impedance on the right ventricular lead. The lead also had intermittent capture and a fracture. The lead was removed and not replaced due to the patient's tortuous anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.